Event description:
Patient underwent a cardiac cath on (B)(6) 2015 which was complicated when the rotablator bur appeared to become embedded in the mid right coronary artery. Bur was extracted using balloon for assistance. There was evidence of dissection and perforation which was sealed with balloon placement and reverse coagulation. Patient transferred to ICU with ventilator support. Patient expired second day post-procedure.